Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. Regarding the handling of the device, the following is described in the instruction manual: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty connector block.

Event description:
A user facility reported to olympus that no light would come out of a enf-vh scope when connected and when connecting the enf-vh scope, the slide did not engage the light and the light guide socket was noted loose. There was no patient injury or harm, associated with the problem, reported to olympus.